Manufacturer narrative:
The patient's age was not provided; however, the patient was over 18 years old. A visual examination of the returned device found that the catheter demonstrated signs of use and the working channel sleeve extended from the distal cap. The proximal end of the distal cap was aligned with the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed and the complaint was not confirmed because, upon plugging the device into the controller, it did display a live, clear image. The device was laid out straight and fully articulated in all directions; no issues were identified with the image. A .035¿ guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. Moreover, a spybite was passed through the working channel and no issues were identified with the image. The distal end of the catheter was removed to examine the working channel and the distal cap was removed from the catheter.. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve and the catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the working channel sleeve did not fall out. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint white imprint left by the working channel sleeve braid pattern. The investigation concluded that the complaint could not be confirmed since, following a detailed device analysis, the condition of the returned unit was not consistent with the reported complaint incident of ¿no visualization.¿ the device was analyzed as ¿working channel sleeve protruding from spyscope ds.¿ all evidence indicates that the device was properly assembled during manufacturing; therefore, the most probable cause for the working channel sleeve protrusion is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds access & delivery catheter was connected to the spy ds controller; however , no image appeared, the screen was black. The procedure was not completed because another spyscope ds access & delivery was not available. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding. Please see block for full investigation details.